Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer noticed a "gel like substance" on the pump that "smells kind of like insulin", however no damage to the cartridge was observed. Customer¿s blood glucose level was 274 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.